Event description:
Our affiliate in a foreign country is reporting that a male returned to the surgeon with pain and swelling in the left knee. A second surgery was performed and it was discovered that the tendon graft had split and loosened resulting in a lack of fixation. The pins and graft were removed. The area was cultured for bacterial infection, the results were negative.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under power. "Marks consistent with tool marks were observed on the returned implant pin. The pin was bent and fractured at the position of these tool marks and cleanly sheared into two pieces at a location further down the pin, approximately 1.5cm away. These observations are consistent with surgical removal of the rigidfix pin. Other than the aforementioned fracture locations that were attributed to surgical removal, the rod was mechanically intact. Therefore, there is no reason to believe that the broken condition of the rod was related to the reported patient reaction or complaint. It was also observed that the molded-in cavity number at the edge of the pin was no longer legible and that there was general evidence of surface erosion. We believe this is consistent with the early stages bio-absorption process and is not unusual. A review of the mitek was conducted; there were no other reported complaints for this number, and no other complaints for tendon graft splitting for this product code. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No further action is required at this time.